Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced visual disturbances with near vision. The lens was explanted, and the problem was resolved.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. Claim: (B)(4).